Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported experiencing tachycardia at times which makes them feel uncomfortable and they have to stop what they are doing to get their heart rate to come down. It was further reported that pacemaker mediated tachycardia was suggested as a possible cause. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.